Event description:
Unable to walk any distance, unable to climb stairs [gait disturbance]. Pain [knee pain], constant pain at level 8 [arthralgia]. Caused my symptoms to worsen and my knee to swell [knee swelling], double in size, severe swelling [joint swelling]. Case narrative: case (B)(4) is a serious spontaneous case received from a consumer via regulatory authority in the united states. This report concerns a female who was unable to walk any distance, pain, and swelling during treatment with intra-articular euflexxa (sodium hyaluronate) solution for injection, unknown dose, weekly, for three weeks, for an unknown indication from 2021 to an unknown stop date. The patient's med hist/procedure was significant for knee surgery (from unknown start date to unknown stop date) and tibial plateau fracture with plate installed (from unknown start date to unknown stop date). The consumer reported that she has a series of three weekly euflexxa injections that on (B)(6) 2021 caused her symptoms (unknown) to worsen and her knee (unspecified) to swell. She also stated that her tendons attaching to her knees were seriously inflamed and six weeks later she was unable to walk any distance or stand for very long without pain. The patient stated she had pain all the time. The patient stated that prior to the injection she had some swelling but was able to hike six miles several times a week. The patient stated she cannot even walk a mile and standing or normal household chores caused pain and serious swelling. The patient stated the euflexxa injections worsened her knee to the point she may need a total knee replacement. The patient stated she was recovering from tibial plateau fracture with plate installed and the doctor thought euflexxa could help with recovery. The patient stated that since the three injections, her knee was double in size with constant pain at about level eight. The patient stated she was unable to climb stairs without side stepping and unable to do any physical therapy or exercise without severe swelling and pain. The patient stated she was able to hike about four miles a day and about six to ten miles about once a week prior to the injections. The patient stated she could not walk more than around the house. The patient consulted a second surgeon who suggested a total knee replacement. The series of three weekly injections were administered by a surgeon. The knee swelling caused disability. The arthralgia caused disability. The unable to walk any distance caused disability. Action taken with euflexxa was not applicable. No concomitant medication was reported. All events in the case were reported as serious. At the time of reporting, the patient was considered not recovered. Overall listedness (core label) is unlisted. Reporter causality: related. Company causality: not related. Sender comments: as very limited information regarding e.g. Patient information and product indication was provided, it is difficult to perform a thorough medical evaluation, furthermore a causal temporal relationship cannot be established since administration dates were no reported. In addition, the events could may be caused by the patient's knee surgery. Company causality not related. Other case numbers: internal # - others = mw5105687. Internal # - others = 3000164186-2022-00005. Internal # - others = (B)(4). Internal # - others = mw5106452. 1994: pain; 2355: arthralgia; 4577: swelling/edema; medication device problem code: 2993: adverse event without identified device or use problem 2544: ambulation difficulties 2682 patient-device incompatibility. This ae occurred in united states and concerns the medical device euflexxa. Please report to your local health authority if required by local law. This ae is not reportable in EU because it does not meet the definition of a medical device incident according to the requirements of the medical device directive/ because it did not occur in a EU + efta country and did not result in a corrective action by the manufacturer. No corrective action was done by the manufacturer or requested by regulators. Additional information received 07-feb-2022 from consumer via regulatory authority, follow up 01: recurrent events of knee pain, knee swelling, and walking difficulty were reported. Medical history updated. Case fields and narrative updated accordingly. This ae occurred in united states and concerns the medical device euflexxa. Please report to your local health authority if required by local law. This ae is not reportable in EU because it does not meet the definition of a medical device incident according to the requirements of the medical device directive/ because it did not occur in a EU + efta country and did not result in a corrective action by the manufacturer. No corrective action was done by the manufacturer or requested by regulators. Additional information received on 03-mar-2022: duplicate information. This ae occurred in united states and concerns the medical device euflexxa. Please report to your local health authority if required by local law. This ae is not reportable in EU because it does not meet the definition of a medical device incident according to the requirements of the medical device directive/ because it did not occur in a EU + efta country and did not result in a corrective action by the manufacturer. No corrective action was done by the manufacturer or requested by regulators.